Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that ninety days following the implant of this transcatheter bioprosthetic valve, the patient died suddenly from cardiac tamponade. It was reported that chest compressions were performed. The autopsy reported that the outflow crowns had lacerated the ascending aorta.